Manufacturer narrative:
Follow up will be filed if additional information is received.

Event description:
It was reported by dealer that the irc5po2v concentrator has no audible alarm when turned on.

Manufacturer narrative:
The device was evaluated by the returns department and they found that the switch/button was broken.

Event description:
It was reported by dealer that the irc5po2v concentrator has no audible alarm when turned on.